Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within days of the implant procedure, the right ventricular lead threshold suddenly increased. The patient presented with fatigue, dyspnea on exertion, general malaise, and a heart rate in the 40s; a possible dislodgement was suspected. There was no sensing in the bipolar configuration and low sensing in the unipolar configuration; there was no capture in either. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.